Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04879. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The 99% stenosed target lesion was located in the severely calcified iliac artery. After a non-bsc guide wire was crossed, a 5.0 x 20 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. After the lesion area was evaluated with intravascular ultrasound, an epic stent was placed. A 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was then advanced for post dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. Another of the same device was used to perform further dilatation and the procedure was completed. No patient complications were reported and the patient¿s status was good.